Manufacturer narrative:
The solitaire fr stent device was returned for analysis. No bends or kinks were found with the solitaire fr pusher. However, the pusher was found separated/broken at the stent attachment zone (within proximal marker). The stent proximal marker was found in good condition. The stent non-working (tear drop) and working length struts were in good condition. The pusher was sent out for sem (scanning electron microscopy) failure analysis. Per the analysis report, the wire failed via ductile overload. Based on the device analysis and reported information, the customer¿s ¿break/separation¿ report was confirmed. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, higher number of device passes, guide catheter technique, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retraction process, alignment of the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. As the pusher failed via ductile overload it is likely the device was retrieved against resistance. However, the root cause for the separation could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection and tensile testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent was broken in the react 71 during the thrombectomy process, and replaced with the new sfr6-30 stent to get through. The reported device and any accessory devices were prepared as indicated in the IFU. Stroke onset to reperfusion time was within 6 hours. Additional information received clarified that the solitaire separated into 2 pieces at the welding point of the detachment point.